Event description:
The device was returned for service. During service, the device underinfused on channel c. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
The pump was evaluated and found to underdeliver during service. The pump was programmed at an infusion rate of 10.0 ml/hr. The pump delivered 100 mls in 10 hrs. Three additional accuracy trials were performed on each pumphead with the following results: test #1:ch.a: -4.95% ch.b: -4.20% ch.c: -5.05%. Test#2:ch.a: -4.25% ch.b: -3.65% ch.c: -4.60%test#3:ch.a: -4.45% ch.b: -3.65% ch.c: -4.30%. The pump head module c was replaced. Baxter quality engineering has reviewed trending data over the period of 11/2004 through 10/2006, and it does not show a trend for underdelivery.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02, 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test and underinfused. The specification of this device is +/-5%. The pump head module was replaced.